Event description:
The customer reported that the 840 ventilator had an inoperative gui display. No patient involvement was reported. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed extended self-testing.